Event description:
The hcp reported that while placing a bravo ph monitor the capsule attached to the pt's esophagus but would not deploy from the delivery system. The capsule was cut off of the delivery system to release it. The pt coughed up a small amount of blood and ended up swallowing the capsule. No treatment or intervention for the bleeding was required and the pt will not have another capsule placed.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.